Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited a failure to pace. Upon an x-ray, it was observed that the rv lead was micro-dislodged. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and failure to pace. The reported event of failure to pace was not confirmed. As received, a complete lead was returned in two pieces. Visual, x-ray, and electrical tests indicated no anomalies.

Manufacturer narrative:
Correction: previously reported h3 should have been "yes" instead of "no".